Event description:
It was reported that a device did not alarm for a downstream occlusion. The device was programmed to deliver penicillin to a patient. The customer stated that an infiltration occurred and the device did not alarm.

Manufacturer narrative:
(B)(4). The report of "did not alarm for downstream occlusion" could not be confirmed or reproduced because the serial number of the device was not provided nor was there a device returned for this event. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual by the following statement "the pump was not designed nor is intended to detect infiltrations or extravasations."